Event description:
The director of risk management at the hospital provided follow-up information related to this event. The patient started receiving hemodialysis (hd) treatments on (B)(6) 2016. This was the patient's fourth hd therapy. At 11:37 am, the patient complained of not feeling well. Ultrafiltration (uf) was turned off, and 500ml of normal saline (ns) was administered. At that time, the patient's blood pressure was 73/50. An additional 500ml of normal saline was given, when the patient's bp dropped to 53/32. The patient had 33ml of fluid removed while ultrafiltration was active during the treatment.

Manufacturer narrative:
(B)(4). Although requested, no medical records or treatment information has been received. The device was not returned to the manufacturer for physical evaluation; however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The reported event that the unit generated an arterial pressure alarm during treatment was not able to be duplicated. During the initial system self-test, the unit failed negative stabilization. The res replaced the hansen o-rings, checked pressures, and then retested several times without issue. Leaks were observed, so the tubing was cut back and adjusted. The hydraulics were then pressurized, and no leaks recurred. Additionally, the res was not able to duplicate the intermittent high flow error message. However, the high flow regulator was replaced, and then the balancing chamber was rebuilt with new membranes as a precautionary measure. A simulated patient treatment was then performed to check the system¿s ultrafiltration (uf). The uf pump error was found to be outside the specified range. Furthermore, the uf check valve was replaced due to a leak observed when pressurized. The arterial, venous, and tmp pressures were recalibrated as a precautionary measure. Following the service activity, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The unit remains at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of arterial pressure alarm was not able to be confirmed. Although the device was not returned for analysis, a fresenius technician performed an on-site evaluation of the unit and was not able to duplicate the reported issue. Therefore, the complaint was not confirmed.

Event description:
An inpatient user facility reported that during hemodialysis treatment, a patient was removed from treatment after a drop in blood pressure and an arterial pressure alarm on the machine. A hemodialysis nurse flushed the patient with normal saline, and then the patient became unresponsive, vomited, and then aspirated on the vomit. The patient did not have a pulse and cardiopulmonary resuscitation (CPR) was initiated. A code was called and the hospital's code team responded on the unit. The patient was taken to the emergency room and recovered from the incident. Additional details related to the patient and event have been requested from the hospital's risk management department, however, no new information has been made available.